Event description:
It was reported there was a coupling and/or communication issue and an over discharge of the implantable neurostimulator (ins) was suspected. The patient did not know the last time he felt stimulation and did not know when the last successful recharging session occurred. It was noted the patient saw poor communication. It was stated after antenna locate was performed a power on reset (por) was displayed on the ins recharger (insr) which then lead to the normal recharge screen. It was further stated the patient only saw 2 bars and then fluctuated between 0 to 2 then to 8 bars. It was additionally noted patient would continue working on antenna position to get better coupling. It was further reported the patient never had therapeutic effect and had pain over the pocket site and does not feel the ins is in ¿the right position.¿ additionally, it was stated the ins was ¿hurting him and it burns¿ and this had been happening for ¿at least a couple months¿ prior to report. It was noted the burning and pain over the ins pocket site does not hurt as much when stimulation is off. It was further noted patient took 30 mg of oxycodone every 6 hours for his back. It was reported the patient¿s recharger was ¿showing her a picture¿ and then ¿she could not get it on, it was not coming on.¿ it was further noted the picture the caller saw was the charger charging. It was stated when the patient tried to recharge her implantable neurostimulator (ins) she saw ¿a half circle on the inside of it and two arrows and got a plus¿ and then on the right hand side the patient ¿got a finger pointing.¿ it was further reported when the patient used her patient programmer she saw ¿an apple and it had in the middle had a question mark, inside of that was a calculator.¿ it was further reported before the patient turned off the device he ¿couldn¿t even sleep with it and later had it too high.¿ it was noted the pocket site was slightly red and swollen.

Manufacturer narrative:
Continuation: product ID 37754, serial# (B)(4): product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 37744, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger. (B)(4).